Event description:
It was reported that the user¿s ilet screen was unresponsive during a supply change, preventing completion of the process, after which the user administered a subcutaneous insulin pen dose and later restarted the ilet via the mobile app, which restored screen function; the reported blood glucose was 293 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary interruption of device use with user-provided insulin and resolution of the screen issue after a restart. Investigation included guided troubleshooting, device restart, and user education to delay further supply change for two hours post-injection to mitigate hypoglycemia risk. Investigation of this case revealed a transient screen unresponsiveness that resolved with a restart, consistent with a device user interface malfunction without persistent component failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device performance issue resolved by power cycling.